Manufacturer narrative:
The customer¿s report that the tubing came apart was confirmed. Visual inspection of the as-received set identified a tear and separation in the silicone segment at the area directly above the lower fitment. The tear was jagged and the retainer ring was still affixed. Functional testing was not performed due to the obvious damage. The root cause was not identified.

Event description:
The customer reported that the tubing "came apart" at the end of the clamp. There was no report of patient harm.